Manufacturer narrative:
The customer reported that they will not return the defective pcb. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela d unit occurred transducer fault during usage on a patient. The customer confirmed that there was no patient harm associated with the reported event.